Event description:
Event was reported regarding a chemolock¿ injector, bulk non-sterile where they reported that a big piece of white foreign matter was discovered in the device during incoming inspection. They stated that "the package was fully sealed when received." There was only one (1) sample affected. There was no patient involvement and no patient harm.

Manufacturer narrative:
The device has been requested for evaluation- it has not been received. The investigation is pending.

Manufacturer narrative:
One (1) photo was shared by customer where a small an unknown white particulate is observed over the chemosafe lock, no additional damage or anomalies are shown in the photo. Complaint of particulate matter (outside the fluid path) can be confirmed based on the evidence shared by customer. However, without the return of the used sample a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. The device history report (DHR) lot# was reviewed, and no non-conformities were found that would have led to the reported condition on the complaint.